Manufacturer narrative:
The customer reported that the device froze then restarted on its own. Exhibit central station (xcs) logs were provided to a spacelabs healthcare product support specialist (pss). The pss reviewed the logs and identified that the device had frozen and recovered on its own via software restart. Logs also indicated excessive memory use, however it was not determined what caused the memory usage spike. Following the restart, the xcs was functioning as expected. While the restart resolved the failure, cause of failure was not established.

Event description:
The customer reported that while monitoring patients on a exhibit central station, the central became frozen and restarted on its own, preventing the continued monitoring of patients. There was no patient or user harm associated with this event.